Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasoft lancing device had stripped/damaged threads. The pt tests her blood glucose twice a day. She tests in the morning and at night. She takes set doses of metformin and glimepiride, regardless of her meter readings. The pt indicated that the alleged lancing device issue started several weeks ago on an unspecified date/time. As a result of the alleged issue, the pt stated that she was unable to test, the pt mentioned that she continued to take her oral medications for diabetes as prescribed. On an unspecified date/time after the alleged issue began, the pt claimed that she developed symptoms of high blood glucose. She reportedly had blurred vision, and felt thirsty and weak. As a result of developing the symptoms, the pt began to carefully watch her diet. After watching what she ate, the pt's symptoms were relieved at unk time later. The lancing device was replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated hyperglycemia after the alleged meter issue began. The pt stated that she was unable to test her blood glucose because of the lancing device issue for several weeks.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.